Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #306414, lot #429953n. Verbatim: this is our 6th report of finding a syringe that is empty of any fluid, but the syringe is pulled back, capped and packaged as though there is fluid in the syringe. The fluid is clear, so the risk if this is not noticed is that air is injected into the patient instead of fluid. If this is a small infant or a child with a right to left shunt, the consequences could be catastrophic.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(6) and the complaint will be cancelled. The associated MDR will be void.